Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated out of tolerance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be over tensioning of the suture which resulted in it breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair when the surgeon was doing the final tensioning after the graft had been fixated with the rigidloop adjustable cortical implant and a biointrafix screw, the white suture broke and the button then disassociated itself from the graft. The fixation had to be completed with an interference screw on the femural side. The surgeon completed the procedure with no patient consequences but there was a 15 minute delay. The sales rep reported that he thinks the button was out and not left in the patient. The sales rep reported that the surgeon was satisfied with the fixation. Additional information received by mitek complaints via email on (B)(6) 2015: the sales rep confirmed that the button was removed and not left in the patient.